Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 30 mmol/l. The blood glucose was 11 mg/dl to 16 mg/dl. Customer test 4 times and the readings won't go over. Blood glucose was 29 mmol/l and went to the pump and she used the bolus wizard. The blood glucose was mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.